Event description:
A patient underwent an idiopathic ventricular tachycardia (idvt) ablation with the thermocool smarttouch sf catheter and the patient experienced dropped in blood pressure, discomfort and perforation treated with pericardiocentesis. The patient required medical treatment for the low blood pressure and was required 2 days of prolonged hospitalization. It was reported that during the cardiac ablation procedure, perforation with the thermocool smarttouch sf unid catheter was suspected. The patient had a pericardial effusion. They noticed a drop in blood pressure, and the patient reported discomfort. They confirmed the effusion on transthoracic echo. Pericardiocentesis was performed and they are not sure how much fluid was drained. There was medical intervention provided to the patient for the blood pressure, but they were not sure exactly what. The patient is in stable condition. Additional information was later received indicating that the physician¿s opinion on the cause of this adverse event was perforation crossing the aortic valve. The patient¿s outcome from the adverse event was reported as fully recovered. The patient required extended hospitalization because of 2 overnight stays for observation. No transseptal puncture was performed. Prior to noting the pericardial effusion ablation had already been performed. There was no evidence of steam pop. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. The color option used prospectively was impedance drop.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31704856l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).